Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed pulse testing and displayed code 203. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the test failure and code 203 is the flux. Root cause investigation of similar code 203 failures determined that flux residue on the j1000 connector can cause a service code 102. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor failed pulse testing and produced service code 203.